Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to and after the treatment. At the visit on site the fse (field service engineer) verified flap thickness and energy calibration. Fse completed system verification. System is operating within specifications. No abnormalities or deviation can be identified by reviewing the logfile. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a small segment at the edge of the bed at 12 o`clock that was incomplete following lasik flap creation of the left eye. The surgeon went to lift the flap and had to use a blade; she then decided to cancel treatment and let the eye heal. Upon follow up it was reported that the patients eye is healing well. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.